Manufacturer narrative:
Investigation summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the real time clock was reset to zero (year 2000). This is an additional observation not related to the reported event and likely due to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Analysis of data files could not be performed as no data points were recorded. As a result, the reported power switching events could not be confirmed. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The controller was able to retain the date and the time when the real time clock was adequately charged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned controller passed visual and functional testing. System testing did not indicate any abnormal o peration of the controller, except that their real time clock (rtc) was reset to zero. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to keep accurate date and time. The rtc was reset to zero most likely, because controller had not been connected to external power for extended periods and its internal coil cell battery had run down. The controller was patient¿s backup controller, no data file. No power switching events could be found. If information is provided in the future, a supplemental report will be issued.